Event description:
It was reported that since implant, the patient has not felt well and feels like their heart is racing. It was indicated the patient¿s underlying shows heart block, however the sinus rate appears to be variable and it was questioned why with rates over 80 beats per minute that the qrs was wider than when less than that rate. It was also questioned why when the device ventricular pacing was inhibited that the sinus rate would slow. Device reprogramming was done and the patient's rate slowed to the 70s. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).